Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a posterior pelvic floor repair procedure on unknown date and mesh was implanted. Following the procedure at twelve months, the patient experienced mesh exposure along the posterior wall. The patient underwent a mesh exposure removal procedure and there is no further problem. It was also reported that the patient had been on high dose steroids since uveitis repair. Additional information has been requested.